Event description:
Our rep is reporting that the surgeon reported 2 cases in which post operative pt infections occurred; one on (B) (6) 2010 and one on (B) (6) 2010 (this one). For this particular issue; the procedure, bilateral cmc arthroplasty -carpal/metacarpal wrist thumb scope, successfully performed on a male pt with the use of 2 vapr 2.3mm end effect electrode on (B) (6). During the procedure while using one of the electrodes on the right wrist, the device was dropped on the floor; it was immediately replaced with a second same device/lot. The right wrist procedure was completed using this 2nd electrode, also the left wrist repair was completed using this electrode. Subsequently, several days post operatively, an infection was detected in the pt's right wrist only; no problem with left wrist. On (B) (6) the pt underwent a post-op I&d (irrigation and debridement). Cultures taken and (B) (6) was determined. The pt's present condition and or course of treatment has not been made known to mitek. Aside from the mitek electrode used in this procedure (discarded by the user), other instrumentation and surgical supplies used the that were common to the 2 cases reported to us were; same smith & nephew finger trap, same finger trap cement, same striker shaver and burr, same scope (mfg. Unk.), same operating room, same surgeon. Fluid management system is unk. Common dna testing being performed to see if instrumentation could be a factor, results not yet made available to mitek. See also associated MDR 1221934-2010-00222.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.